Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Updated: the devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. Physician states that pre-operative serial x-rays have revealed some superior wear of the polyethylene liner and the acetabular cup in a vertical position. Malpositioned devices can increase the contact zone between the head and the rim of the liner causing edge loading, which adversely affects loading of the bearing and can lead to increased wear rates. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Maude report (B)(4) voluntarily submitted by a patient states that s/he was revised to address pain and leg length discrepancy, with weakness in the leg.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what was previously alleged, ppf alleges loosening of cup. Updated patient's residence, updated firm name, updated associated contacts, updated event date.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.